Event description:
Reporter indicated that a vns pt's magnet was not stopping seizures like it had in the past. The pt's generator is believed to be at end of service and will undergo generator revision surgery. Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.